Manufacturer narrative:
The reported events were failure to capture and lead slack issue. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2025-17062. It was reported that the patient presented in clinic for follow up. Upon review, high capture threshold and loss of capture were noted on the right ventricular (rv) lead. An x-ray was performed, and lack of rv lead slack was noted. The physician elected to explant and replace the rv lead. During the procedure, the implantable cardioverter defibrillator (ICD) set screw failed to tighten. The physician elected to explant and replace the ICD. The patient condition was stable.